Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced unwanted leg and buttocks stimulation. Re-programming was unsuccessful. As a result, the pt underwent surgical intervention to address the issue. Due to high impedances observed at the procedure, the physician explanted and replaced the lead.